Event description:
Physician reported, via regulatory agency, a ¿postero superior rupture¿. The device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified device underweight, an extended opening on the posterior side, and red particles. A visual and microscopic analysis were performed which identified a striated opening on the radius, a sharp opening on the posterior, fold creases, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the posterior side due to an unidentified tear opening, and a striated opening on the radius side due to surgical damage, consistent with the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported, via regulatory agency, a ¿postero superior rupture¿. The device was explanted. This record is for the left side.